Event description:
Pca cadd pump continued to pump air when cassette was empty. Reservoir volume on pump stated "36 cc lift" in reservoir. No alarm sounded.

Event description:
Addl' info rec'd from MFR 7/16/04: this request was MFR's first notification of the alleged incident. Performed an extensive check of all MFR records, the original reporter has not contacted MFR regarding this alleged incident, nor has MFR been forwarded a copy of the reporter's medwatch frm cdrh. Numerous contact attempts of the initial reporter were made, and multiple voicemails were left before the initial reporter called back. Per conversation on 06/30/2004 with the initial reporter, the reported incident was found to be an educaton issue which was corrected. Reporter said that there biomed dept thoroughly checked the device and found no issue with its operation and as such declined to return any device for the manufacturer to evaluate.